Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that the wigglepad of an ojr416 optiflow junior 2 nasal cannula was not sticking. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the subject device, ojr416 optiflow junior 2 nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the evaluation of the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the wigglepads of an ojr416 optiflow junior 2 nasal cannula were not sticking. Conclusion: we are unable to determine the cause of the reported event. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior 2 nasal cannula. They also state the following: - check the cannula remains secure. Replace the wigglepads 2 if required.

Event description:
A healthcare facility in massachusetts reported via a fisher & paykel healthcare (f&p) field representative that the wigglepads of an ojr416 optiflow junior 2 nasal cannula were not sticking. There was no reported patient involvement.